Event description:
Caller reported an issue with cgm error 42 but successfully resolved it after receiving detailed pump reset instructions from technical support. The error did not reappear after the reset, and the caller was able to start their sensor session successfully. There was no adverse impact to the customer¿s blood glucose level.